Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer was hospitalized for diabetes related issue. It was reported that insulin pump took long time to complete prime process. There was crack around battery compartment which cause difficult to secure battery and had to replace batteries in less than seven days. Insulin pump will not be returned for analysis.